Manufacturer narrative:
Medical device lot #: an invalid lot # of 20106590 was provided. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: when the smartsite needle free connector was connected to the patient line it wouldn't flush. Even if it was removed and tried to flush again it would not flush. Nurse discarded and got another one.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20116590 d.4. Medical device expiration date: 10/30/2023 h.4. Device manufacture date: 11/26/2020 h.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20116590. Further information provided by the customer indicates that the occlusion was observed upon connection to a bd insyte catheter; however no further information was provided to confirm what was connected to the female luer adaptor of the smartsite. A review of the production records for lot 20116590 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. CAPA#1998036 was initiated. H3 other text : see h.10

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter: when the smartsite needle free connector was connected to the patient line it wouldn't flush. Even if it was removed and tried to flush again it would not flush. Nurse discarded and got another one.